Manufacturer narrative:
Batch review performed on 12 august 2024: lot 2400003: (B)(4) items manufactured and released on 23-jan-2024. Expiration date: 2029-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved: batch review performed on 12 august 2024. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2337429: (B)(4) items manufactured and released on 28-sep-2023. Expiration date: 2028-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection 21 days after the primary surgey, the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.